Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.0/1.5/084 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patients left eye (os) on (B)(6) 2020. The lens was removed within the same initial surgery. There was no patient injury and the cause of the event was unknown. A replacement lens was implanted on (B)(6) 2020 and the problem was resolved.